Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant of the right atrial (ra) lead, the patient experienced cardiac tamponade and pericardial effusion due to perforation. It was also noted that the patient experienced palpitations and discomfort in the chest. Pericardial drainage was performed and the right atrial (ra) lead was repositioned and remains in use.